Event description:
Reporter indicated that patient's vns indicated high impedance during a diagnostics test performed at a routine office visit. It was recommended to the reporter that the patient's vns be disabled to prevent further injury and take x-rays to attempt to visualize a lead break. The reporter noted that the patient stated she could not feel stimulation anymore. No trauma or manipulation has been reported. Further attempts for info have been unsuccessful to date.